Event description:
The notification received for the sapphire study indicated that this pt was admitted for pta and stenting of a 95%, 25 mm stenosis in the proximal right internal carotid artery. The lesion was reported to be eccentric with no calcification and mild tortuosity. During pre-dilation with a 4.0 x 40 mm aviator balloon, a dissection occurred. Details regarding pre-dilation are not available. This was treated with the placement of a precise stent.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Vessel dissection is a known complication associated with carotid artery stenting and is described as such in the product IFU. Angiographic predictors include calcified lesions, eccentric lesions, long lesions, complex morphology (aha type b or c), and vessel tortuosity. Pt factors include unstable presentation. Procedural factors may also contribute to dissection, such as a balloon to artery ratio and the deep seating of the guide catheter into the ostium of the vessel. There is no evidence to suggest that this event is related to a mfg issue or any defect of the device.